Event description:
It was reported the patient¿s pain ¿came back.¿ it was noted there were also some psychiatric issues with the patient. The patient was supposed to show up at the clinic on (B)(6) 2013 with 79 pills left, but only had 3 left. They took orals away from the patient and their pain returned. A successful catheter aspiration was performed on the date of this report and a computerized tomography (CT) myelogram was also to be performed. The healthcare provider (hcp) was concerned that the dye they would be using for the CT myelogram would ¿gum up¿ the catheter. The pump was being used to deliver bupivacaine and morphine. Additional information received reported the catheter was getting replaced on (B)(6) 2013. The type of psychiatric symptoms were unknown. A dye study on (B)(6) 2013 confirmed a catheter leak and the catheter will be replaced. The patient seemed to be ¿ok¿ when she was seen on (B)(6) 2013. It was further reported the patient¿s catheter was investigated due to a return of pain. No information was given regarding the patient¿s status.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter.